Manufacturer narrative:
Investigation concluded that the devices met specifications and did not malfunction. No clear root cause could be established for wound dehiscence.

Event description:
The implant for this case needed to be removed due to wound dehiscence.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
The implant for this case needed to be removed due to wound dehiscence.